Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿one of the lines¿ of a homechoice cassette had a leak and therefore,¿the machine got wet¿.this occurred during an unspecified therapy step of automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.